Event description:
It was reported that, "using vboss for corpectomy and after cutting the cage it acted as if the cage cold welded onto the mandrel, making it nearly impossible to get the cage off."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.